Event description:
It was reported that a person using the ilet had a blood glucose of 188 mg/dl after missing a meal announcement, and an agent confirmed it had been longer than 30 minutes since the start of eating; the person was advised not to announce the meal and to allow the system¿s correction doses to bring glucose back into range. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no hospitalization, and resolution anticipated through automated correction. Investigation included a troubleshooting and education review of user actions and device use. Investigation of this case revealed no device malfunction and user-related timing of the meal announcement as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed meal announcement.